Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker exhibited high pacing impedance measurements on both leads during the attempted implant. Troubleshooting was performed, including disconnecting and reconnecting the leads from the header and reinserting them into the header set screw location using a torque wrench. A new device was implanted with the same leads, which resolved the issue. No adverse patient effects were reported. This device has not been returned for analysis.